Event description:
The facility reported a low battery during biomed testing. Although baxter attempted to obtain info, details were not available regarding add'l contact info. The hosp rep stated that there were no reports of pt injury or medical intervention associated with this event.

Manufacturer narrative:
This device will not be returned for evaluation. The device was repaired at the customer's facility by a baxter field service engineer. This issue is currently being investigated.